Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly in the failure analysis center.  The cause of the reported issue was determined to be due to a broken filter, designator fl29.

Event description:
The customer reported that their device had logged multiple event codes and had its service indicator illuminated. After further evaluation, it was observed that the device would not recognize a connected defibrillation therapy cable and also could not charge defibrillation energy. There was no report of any patient use associated with the reported issue.